Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in 225. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the both head brake casters to be inoperable. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the both head brake casters to resolve the issue. Based on the information, no further action is required.